Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-op, post-pace t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that further non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin transmission. Reprogramming was recommended.